Event description:
Device malfunction: none. Time of symptoms: after procedure. Symptoms: slurred speech, progressive right-side numbness and paralysis. It was reported that approximately 1 hour post-procedure of the left internal carotid artery, the patient exhibited slurred, speech, progressive right-side numbness and paralysis. A non -contrast CT showed no issues other than a previous stroke. Additional information received on jun-01-2006, after the physician's evaluation, states that the patient did not have a stroke.the physician stated that this was a seizure related to the contrast and the previous area of stroke. The CT and ultrasound showed no new stroke. The MRI showed no new stroke. The patient was showing good prognosis and the symptoms were resolving. Acutal discharge date is unknown. No additional information available.